Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the trigger would stick occassionally and would remain activated as a result. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.